Manufacturer narrative:
Expiration date: 02/2014. The actual device in the reported incident was returned to the MFR to be evaluated. The clip was noted to be covering the tip of the needle. No MFR defects were noted. It has been reported the clip was on the end, although slightly engaged. Since the return sample had the clip covering the needle, it is possible the nurse received the reported scrape to the hand from the clip and not the needle. No specific conclusions can be drawn. All safety clip dimensions that were able to be measured on the returned sample were checked and found to be within the design specifications. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. There are no other reports of this nature against the reported possible lot numbers. The sample and all available info has been provided to the actual MFR for eval.

Event description:
As reported by the sales rep per the user facility: c/o "nurse received a needle stick. Clip on end, although slightly disengaged. No a direct stick but a scrape to nurses hand." Treatment as per facility protocol. Additional info provided by the facility indicated that all protocol bloodwork testing results are negative. The nurse suffered no additional adverse sequela associated with the reported incident. The sample will be returned for eval.